Event description:
A 1.5 mm diameter x 20 mm length sprinter rx dilatation balloon catheter was inserted into a patient for pre-dilatation a mid lad lesion. The lesion morphology is reported to be moderate tortuosity with severe calcification and 95% stenosis. It was reported that the device separated in two parts and was removed successfully from the patient. The interventional procedure continued. There was no further information reported. The device has not been returned for evaluation. No clinical sequelae were reported and there was no serious injury reported to the patient. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval results and conclusions: lack of information.